Event description:
It was reported that after a surgical procedure at the user facility, the blade mount lever of the device disassembled. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported disassembly was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly it was found that the barrel was fractured at the lever mount, which can lead to the reported event and can be caused by a material fatigue issue or impact.